Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited multiple noise reversion episodes. It was noted that all electrical measurement were in stable. The patient would continue to be monitored.